Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 25 mmol/l at the time of incident and the current blood glucose level was 7.5 mmol/l. The customer was assisted with troubleshooting. The customer was treated with change infusion set and all was ok. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that she noticed difference with the cannula and anomaly. Customer stated that they did not alleging insulin pump was under delivering. Customer reports they did not contact their health care professional regarding the high blood glucose. The customer stated that a leak can be a potential cause of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap does lock properly. (B)(4).